Event description:
It was reported that the device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up procedure. Computed tomography (CT) scans showed that the closure device had shifted within the laa. There was no intervention that was performed. The physician had the patient remain on their anticoagulation medication in response to this event.